Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to infection. It was reported that the infection began in the patient's knee and spread, resulting in lead vegetation. The patient's implanted system was explanted. No additional adverse patient effects were reported.